Manufacturer narrative:
The customer¿s report of an overinfusion of morphine was not confirmed. Analysis of the pcu event log shows that at 5:46 am on (B)(6) 2017 the device was programmed to infuse morphine 30mg in 30ml. The syringe in use was a 35ml monoject syringe with 24.1594ml detected. The concentration was 1mg/ml. The infusion mode was pca only with a dose of 1 mg, lockout interval of 10 minutes, and max limit of 26mg/4hr. The infusion ran until 8:30 am when the device was channeled off. During this period there were 7 successfully delivered pca dose requests for a total of 7ml and 38 requests not delivered due to the lockout interval. The root cause of the customer¿s report of an overinfusion of morphine was not identified.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. No devices received, log review only

Event description:
The customer requested an event log review to determine how the pca morphine was programmed. The customer stated the patient received more morphine than expected. There was no report of patient harm.